Event description:
The patient reported that the cassette leak was discovered after treatment when the patient removed the tubing set. Leak location could not be identified. The patient's effluent has remained clear and no antibiotics were administered. Sample was reported to be available however has not been returned to date.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.